Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal edema. The cause and treatment were not reported. The patient was not hospitalized for the event. The pd therapy was discontinued and the patient was transferred to hemodialysis (hd). Hd therapy was ongoing. At the time of this report, the patient has recovered from the event. No additional information is available.